Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part of the fenestrated bipolar forceps tip was lost when it separated during the process of grasping the fibroid. It is unknown if a fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and found to be in normal condition. During approximately one hour of use, while grasping tissue, an unknown issue caused a fragment of the device to fall inside the patient. No functional issues or collisions with other instruments were observed during the procedure, and the wrist was straightened upon removal without resistance or visible damage to the instrument or cannula. The fragment was not retrieved because it could not be located, and x-ray imaging was performed post-operatively, but no additional surgical procedures were required. The procedure was completed robotically with no injury to the patient, and the patient has not returned with post-surgical complications related to the retained fragment. The instrument is available for return to isi for evaluation, but photographic images or video recordings for isi review were not available.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measured approximately 1.72 mm x 6.48 mm, confirming that a fragment detached from the instrument. The fragment was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. The electrical continuity was performed and passed. The housing was removed and found to be undamaged. The inputs were manually articulated and passed. Additionally, the instrument was found to have a detached intact jaw due to the broken molded insulator. The jaw was completely detached from the grip base, but the conductor wire was still holding onto the grip.

Event description:
Refer to h11 for follow-up information.